Event description:
It was reported that the patient had two infusion sets that were leaking at the headset. The patient experienced elevated blood glucose levels. No adverse event was reported. The infusion sets were discarded; therefore, no product could be requested to be returned for product evaluation.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA. No product available to be returned.